Manufacturer narrative:
This product has been assessed for biocompatibility and has been found to be safe for its intended use. The actual device was not returned and no info about the lot-no. Was given to us. 3m espe has not received any other allegations of such a prolonged oral reaction to the subject product. Since this adverse event involved two 3m espe products, another to MFR report # 9611385-2013-00020 was also filed.

Event description:
On (B)(6) 2013, 3m espe was notified of a pt who is experiencing a reaction following placement of a 3m espe lava crown with 3m espe relyx unicem cement delivered from aplicap. The crown had been placed in (B)(6) 2007 and shortly thereafter, slight redness was noted around the margins. In the intervening time period, the symptoms did not resolve and in the last several months, have begun to worsen. In addition, there are symptoms of redness and sores elsewhere in the pt's mouth, including adjacent to another tooth that may have had a crown placed with relyx unicem. At this point, the treatment plan for this pt remains under development; one possible action may be to remove the crown and place the pt in a temporary to see if the situation improves.